Manufacturer narrative:
A4 - patient weight no provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for the patient experiencing quick alarms from the mobile power unit (mpu) when the black power cord was manipulated. There seemed to be a "kink" in the cord. They were able to replicate in clinic on the mpu. The alarm did not register on the system controller. It appeared that the event log captured some low voltage hazard events on 31mar2026 while using the mpu.